Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-40098.

Event description:
Customer reported she was hospitalized. Customer stated she was unconscious for several hours and she woke up lying on the floor. Her blood glucose was checked at the emergency room and it was 97 points off from what my sensor read. Blood glucose was around 47 mg/dl. Customer had a head injury and had x rays taken. Nothing further reported.